Event description:
A pt reported blood glucose results of 4.4 mmol/ with a lifescan meter and 6.3 mmol/l on a laboratory device, performed within 20 minutes of each other. Between the test there was an intervention that would be expected to change the blood glucose. Meter and test strips were replaced.